Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the anterior resection procedure, the stapler was not firing properly. There was poor staple formation and the staple line was incomplete. There was no patient injury or extension in surgical time. The device is not being returned for evaluation. No reinforcement material was used. They over sewed to resolve the issue.